Event description:
It was reported that the home patient had a system error 2240 (air in line) on the homechoice device during use. At the time of the alarm, the patient was connected for dwell six of seven of peritoneal dialysis therapy. During troubleshooting, it was noted that a supply bag had become disconnected during therapy. The technical service representative (tsr) reviewed proper procedures with the patient. The power was cycled to clear the alarm and the patient planned to complete therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.